Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported ongoing faults. A battery message keeps reappearing. The site was completing the procedure as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, the isi fse replaced the power supply switchers (psss) to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive da vinci products involved with this complaint to perform failure analysis. The pss 1 was analyzed, and the reported failure could not be replicated/confirmed. Log review showed 83 occurrences of error 417, error indicated that one of the power supplies was not active. During in house testing, power supply unit was installed onto printed circuit assembly (pca) system, and power cycled 10x without error. The system launched in normal mode. The system also sat idle in normal mode for 30 minutes without error. The pss 2 was analyzed, and the reported failure could not be replicated/confirmed. However, the error/fault was confirmed via error logs/system logs. During in house testing power supply unit was installed on pca xi system, start-up normal no error. It passed voltage/current check, running fans, idle system for 20 minutes, and two hours power cycles no issue. The complaint was not confirmed based on failure analysis.